Event description:
On (B)(6), 2010, received user facility medwatch report # (B)(4), which read, "the balloon seal device for the endoscopic vessel harvesting system did not maintain seal, making it necessary for a secondary accessory kit to be opened for a balloon seal device. There was no problem after replacing the balloon seal device. The rest of the endoscopic vessel harvesting system worked as required." The product was used after its exp date. It is unk whether the product is returning.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned from the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).